Event description:
It was reported that there was noise observed on the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD) during isometric testing prior to scheduled generator change out. It was noted that there was oversensing of the noise, but no pacing inhibition or stored events on the presenting electrogram (egm). The physician explanted this device and replaced it with a new ICD. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further analysis.